Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the cause of the occlusion was due to the patient¿s low left main height, the narrow root of the aorta, and a bulky calcification on the left coronary cusp (lcc). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(4), during a transfemoral tavr procedure, blood flow to the left coronary artery (lca) was not visualized, requiring ballooning and stent placement. This case was considered high risk for lca occlusion due to the low left main height, the narrow root of the aorta, and a bulky calcification on the left coronary cusp (lcc). The lca was protected with a wire prior to the procedure. During balloon aortic valvuloplasty (bav) with an 18 mm non-edwards balloon, the lca was not visualized; therefore, a coronary balloon was inserted in addition to the protection wire. After deployment of a 26 mm sapien 3 valve the aortic root angiography did not show blood flow to the lca. Ballooning was immediately performed at the lca ostium and coronary blood flow returned. After the hemodynamics stabilized, a 5 mm stent was placed in the lca ostium.